Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. During preparation of a 2.25x32mm promus element plus stent, the physician noted that the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's ststus was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR.: promus element plus, mr, ous 2.25 x 32 mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of damage, with a strut on the first proximal strut row in a lifted and pulled distally. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. During preparation of a 2.25x32mm promus element plus stent, the physician noted that the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.